Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: (B)(6). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation surgery with a 300cc mentor smooth round moderate plus profile saline breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, per operative report patient's left sided implant was found to be intact. Reason for device explant and/or reoperation: anisomastia the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according with the information received, the patient experienced a deflation in the breast implant. During visual evaluation of the sample no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/12/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).